Event description:
It was reported to philips that the heartstart xl+ defibrillator shock was not delivered. There was no negative patient impact, another device was used to treat the patient.

Manufacturer narrative:
(B)(4).